Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Quality control (qc) was acceptable before the erroneous results were obtained. Qc was out after the erroneous results obtained. Before the siemens visit, the customer replaced sample tip, cleaned integrated multisensor technology (imt) port area, adjusted sample tip alignment, replaced imt sensor, ran new dilution check, and deconfigured the imt module and switched to back up instrument. Siemens remote support center (rsc) remotely assisted the customer and lowered the integrated multisensor technology (imt) pump rate and flushed salt bridge tubing with warm distilled water. The customer performed system check and ran all qc. Siemens is evaluating the event.

Event description:
The customer reported that a falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was not reported to the physician(s). The sample was repeated on an original system. The repeat result recovered lower than the initial result and was consistent with the patient¿s diagnosis. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na result.

Manufacturer narrative:
Siemens filed initial MDR (B)(4). Additional information (02-feb-2026): a siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced the x2 tubing, integrated multisensor technology (imt) pump, and imt sensor, performed system priming, completed conditioning and imt dilution checks. Siemens further evaluated the event and concluded that the fluid flow irregularities within the imt system, specifically related to imt tubing and pump performance potentially contributed to the falsely elevated sodium (na) result. The instrument is performing according to specifications. No further evaluation of this device is required. The component code and investigation conclusions codes in the h6 sections were updated to reflect the additional information.